Event description:
Customer reported receiving unspecified readings from his adc blood glucose meter which were "all over the board". Customer further reported that due to this he self-injected glucagon. No further information was obtained during the initial call because he was having difficulty breathing. Customer was contacted in follow-up and declined to continue troubleshooting noting he had just come from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1354611) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.